Manufacturer narrative:
The original date baxter was notified of this event was on (B)(4), 2018 and reported in manufacturer report number 1416980-2018-04751. Manufacturer report number 1416980-2018-04751 is a duplicate record of this manufacturer report number, (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between january 26, 2018 ¿ january 30, 2018. The device was received for evaluation. A visual inspection was performed and it was noted that a leak/backflow was observed at the fillport when the cap was removed. Further inspection on the unit revealed the cause of the leak/backflow condition was due to a particle lodged under the device checkband. A ft-ir spectroscopy test was performed and the particle was identified to be acrylic material which is the material of the device stress member. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the luer lock. This event occurred during preparation of the device. The reporter had filled the device with one syringe of 40ml fluorouracil compounded with an unspecified physiological solution. The device then leaked from the fill port as if there was positive pressure within the device. There was no patient involvement. No additional information is available.